Event description:
There was no ac power to the ventilator. The customer reported the ventilator was using dc power via battery. The ventilator was in use on a pt and there was no pt harm. The respironics service tech was able to duplicate the problem, reporting the unit would intermittently recognize the connection to ac power. The power supply replacement is needed to correct the problem. The service estimate has yet to be approved and the customer was instructed to take the unit out of service unitl the repair is completed.